Event description:
Leakage on connection to oxygenator.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 5, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d3 (manufacturer - corrected email address) d4 (additional device information - added exp date) g1 (contact office - corrected first/given name, last name, email address, telephone number) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to correction, additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 11, 3331, 3259, 4307) type of investigation #1: 10 - testing of actual/suspected device type of investigation #2: 11 - testing of device from same lot/batch retained by manufacturer type of investigation #3: 3331 - analysis of production records investigation findings: 3259 - improper physical structure investigation conclusions: 4307 - cause traced to component failure the returned sample was inspected upon receipt and confirmed to have the pigtail line on the arterial outlet broken off. A representative retention sample was inspected for damage with no damage noted on the device. All capiox units are 100% visually inspected at several points in the production and packaging process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. H6: component code: 4733 - connector/coupler . Health effect - impact code: 2645 - no patient involvement. Health effect - clinical code: 4582 - no clinical signs, symptoms or conditions. Medical device problem code: 1354 - leak/splash. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusions: 11 - conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, a leakage on the connection to oxygenator was noticed. As per the subsidiary, during preparation of the new tubing set, the perfusionist identified a broken inlet line to oxygenator fx25, and when flushed with a physiological solution, they observed dripping. They connected oxygenator from other tubing sets and was used as usual. Patient's date of birth: 1959. No patient involvement. Product was changed out. Procedure completed successfully.